Manufacturer narrative:
Correction information: h4:device manufacture date; g6: follow up #1; h6: coding changed based on the investigation result. The defect cmos assy replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance during angulation, cmos defect. This event occurred at the time of during inspection. There was no report of patient harm.